Event description:
It was reported that the guidezilla shaft was broke. A 6f guidezilla ii guide extension catheter was selected for use. The guidezilla shaft was broke during manipulation and went into the bloodstream. An angiography was performed to recover the broken guide portion from the bloodstream. No further information is available at this point of time. There were no patient complications reported. It was further reported that the guidezilla shaft was not broke. The guidezilla guide extension catheter had difficulty to advance to rotawire into the burr. The procedure was completed with another device. There were no patient complications and the patient's status post procedure was good.

Event description:
It was reported that the guidezilla shaft was broke. A 6f guidezilla ii guide extension catheter was selected for use. The guidezilla shaft was broke during manipulation and went into the bloodstream. An angiography was performed to recover the broken guide portion from the bloodstream. No further information is available at this point of time. There were no patient complications reported.